Event description:
It was reported that there was a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The customer, with assistance from technical support, successfully reset the pump, and the sensor session was started without further issue.